Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. Upon deployment of the right disc, it appeared like a ball. The device was resheathed, reopened, but the issue persisted so the device was exchanged for another 25mm pfo. The procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.